Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient went in for a normal device check and when the rep ran impedance, all impedances were greater than 4000. It was also noted that the battery showed eos (end of service) so the patient was going to speak with the healthcare provider about battery replacement and possible lead revision. Additional information was received from a manufacturer representative. It was reported that the cause of the high impedance was unknown. No actions were taken to resolve the issue; the battery was at end of service and no troubleshooting could be performed, and the patient was going to wait to have anything done, so no revision was planned at that time. No further patient complications are anticipated or expected as a result of this event.